Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. In order for the buttons to respond, the customer had to press them hard. Customer's blood glucose level was 171 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with button error alarm and no esc button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. Insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.